Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) confirmed the reported issue, however the reported issue was not duplicated. The sensor values were not as expected. It was determined that the cause was due to the uso sensor. As a result, the uso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown

Event description:
It was reported that the pump exhibited an occlusion alarm multiple times during infusion. The cassette and IV line were replaced and the pump continued to alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.